Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were examined and no signs of defect were identified. Based on the limited investigative results, a cause could not be determined for this reported incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported syringe s2 5ml 22ga 1-1/4in bd china was discolored. The following information was provided by the initial reporter, translated from (B)(6): "when the nurse was preparing to dispense medicine for the patient, she fetched the syringe and found that the color of the syringe changed."